Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4). At 12:25 pm, the result from the meter was 2.7 inr. Within 4 hours, the result from a laboratory using dade innovin reagent was 2.0 inr. The therapeutic range was 2.5-3.5 inr.